Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh and boston scientific obtryx transobturator mid-urethral sling system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat total vaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent excision of a small portion of mesh through the vaginal mucosa anterior and mesh suture erosion on (B)(6) 2007 for erosion of mesh through mucosa anterior and mesh suture erosion through vaginal mucosa. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2009 for mesh erosion. It was reported that the patient underwent excision of mesh and repair of vaginal mucosa on (B)(6) 2010 for exposed vaginal mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).